Event description:
The customer returned the bronchoscope to the service center for a separate issue. During device analysis, the service center identified that the auxiliary jet channel (j-tube) contained white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. A review of the device history record and service history review found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.